Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 3. The patient's ultrafiltration reading was 649ml indicating the home patient (hp) drained 649ml more than their programmed fill volume of 1800ml. This information gives a total drain volume of 2449ml (1800ml + 649ml). During a follow-up call with one of the home patient's (hp) nurses, the nurse indicated that she did not have any details regarding the specific event. However, she did state that the hp did not indicate experiencing any symptoms of fullness or difficulty breathing around the date of this event. The nurse also indicated that the clinic is monitoring the hp for any problems he may have. No further information was available. However, the nurse did state that hp is doing well and has continued with peritoneal dialysis therapy without problems. No pt injury or medical intervention was reported. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the evaluation has determined the most probable cause of this overfill to be: insufficient drain/false empty detect, use error due to the initial drain alarm setting being inappropriately programmed, and/or insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. It was noted in the event log that the pt had been draining less than the fill volume in previous cycles of this therapy session, which could have contributed to the increased drain volume in drain 3. The device will be routed to the service area.